Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm which occurred on the home choice (hc) during dwell 3 of 4. The home patient (hp) had an unused supply line on the front of the hc and he stated that the clamp was open. The baxter technical service representative (tsr) explained the alarm. The hp was going to set up with new supplies. Product surveillance contacted the nurse on (B)(6) 2011. The nurse stated the following: the patient had not reported the event, but they are trained to close the clamps on the unused lines. The patient is doing fine with therapy. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).